Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter originally complained of kinked detergent tubing on a cobas 8000 c 702 module. The customer then mentioned questionable calcium and glucose results. The customer only provided 1 example for calcium and 1 example for glucose even though more than 2 patient samples were affected: the initial calcium result was 1.2 mmol/l. The repeat on the other line was 2.4 mmol/l. The initial glucose result was 86 mmol/l. The repeat on the other line was 4.3 mmol/l. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The calcium and glucose reagent lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site and replaced the detergent tubing as he found a hole in the tubing and it was not delivering any solution as it was kinked. The fse checked the system afterwards and all was ok. The customer has not complained of any further issues.